Manufacturer narrative:
The evaluation of the returned sample confirms for a small tear/fraying in the mesh and edge seal. At this time based on the information provided and the sample evaluation, a cause for the condition of the mesh cannot be determined. A review of the manufacturing records was performed. No manufacturing issues associated to the reported event were found in the reviewed lot. Device history report review showed component acceptability and traceability were confirmed through incoming inspection records for traceable components used. All process steps were completed per manufacturing / inspection procedures. Product passed all required inspections at both end product and subassembly levels. No indication of weak mesh or other conditions that may have contributed to the reported event were found. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in july, 2018.

Event description:
It is alleged that on (B)(6) 2019 a bard 3dmax light mesh was opened for a laparoscopic right inguinal hernia repair case. As reported the surgeon "was examining the mesh as he always does and noticed a tear from the edge of the mesh." As reported, the surgeon "noticed it after the item was open, prior to implanting." Another mesh on hand was used to complete the case. As reported, there was no patient injury/harm.

Manufacturer narrative:
The evaluation of the returned sample confirms for a small tear/fraying in the mesh and edge seal. At this time based on the information provided and the sample evaluation, a cause for the condition of the mesh cannot be determined. A review of the manufacturing records was performed. No manufacturing issues associated to the reported event were found in the reviewed lot. Device history report review showed component acceptability and traceability were confirmed through incoming inspection records for traceable components used. All process steps were completed per manufacturing / inspection procedures. Product passed all required inspections at both end product and subassembly levels. No indication of weak mesh or other conditions that may have contributed to the reported event were found. To date this is the only reported complaint for this manufacturing lot of 329 units released for distribution in july, 2018. Addendum (B)(6) 2019: this is an addendum to the initial emdr to document investigation results. The most probable root cause was a potential manufacturing process event, that was identified during subsequent inspection. Review of 12 prior months finds no similar complaints, (1/200,703) units manufactured.

Event description:
It is alleged that on (B)(6) 2019 a bard 3dmax light mesh was opened for a laparoscopic right inguinal hernia repair case. As reported the surgeon "was examining the mesh as he always does and noticed a tear from the edge of the mesh." As reported, the surgeon "noticed it after the item was open, prior to implanting." Another mesh on hand was used to complete the case. As reported, there was no patient injury/harm.